Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported impact to the customer¿s blood glucose level. Pump began charging again after customer left it connected to original tandem charging cable and wall adapter for at least 30 minutes.